Event description:
It was reported that, during surgery the locking screw was continually cross threading. Surgeon was unable to use it. Had to use another screw same item. Item was disposed of a time of surgery.

Manufacturer narrative:
Device was discarded by the hosp. Add'l info received will be reported on a supplemental report.